Event description:
The brazil customer reported that the recently installed dako coverstainer lower doors shock absorbers, which are used to support the door, did "not support the door properly." Clarification was received from the agilent representative noting that the shock absorbers did not have sufficient force to securely hold the door open particularly during reagent bottle changes. User harm was not indicated or reported. The field service engineer (fse) serviced the instrument and replaced the shock absorbers. The instrument has been repaired; it is fully operational and is available to the user. This issue does not affect the utility of the instrument, and the customer was able to complete staining. While there was no direct, or indirect, user harm reported for this event; it is being reported due to the potential for harm if the event were to reoccur. Therefore, this report is being filed as part of agilent's commitment to due diligence reporting.

Event description:
Following further review, and input from the relevant agilent representatives, it has been determined that this event occurred during the installation of the instrument at the customer's site. While the instrument was new to the customer, it had previously been owned and operated by agilent technologies. During installation, the field service engineer (fse) identified that the lower door shock absorbers did not provide sufficient force to securely hold the door in the open position. To resolve this, the fse replaced the shock absorbers prior to releasing the instrument to the customer. As the issue was identified and corrected before the instrument was placed into service, the customer was not exposed to any risk of harm or injury related to the shock absorbers.

Manufacturer narrative:
Following sections were updated: b4, h2. Following section was corrected: b5, d5, e1, e3, g2, g6.